Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer continued using the pump and was advised to report if any malfunction recurred. A previous malfunction was mentioned, but the customer had resolved it independently.